Event description:
It was reported that during a lap appendectomy procedure, on the first firing, the device made a strange sound and would not open after firing. The device was eventually opened. The case was completed with a different device and with no issue. There was no pt consequence.

Manufacturer narrative:
(B)(4): non conforming crimp assembly. Evaluation summary - the analysis showed that the instrument was rec'd with the anvil closed and the flex neck extended from the tube due to a non-conforming crimp. A cartridge was rec'd loaded on the device, fully fired and with the spring cartridge lockout damaged. The flex neck was pushed manually to its place and a test cartridge was loaded into the instrument and tested for functionality; the instrument fired all the staples as intended, however, the anvil did not opened as the flex neck extended after attempting to release the anvil. Although there is no conclusion to how the crimp got loose, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected as (B)(4). The manufacturing records were reviewed an no anomalies were found during the manufacturing process.